Event description:
Pt revised due to poly worn through on medial side. Surgeon discovered locking mechanism broken; severe synovitis; moderate osteolysis; several cysts (two large cysts in patella). Pt is 5'10" tall.